Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl). Pump supplies were changed. Insulin injections, bolus, water consumed to address bg. Customer alleged the pump was not delivering insulin properly. Prior to the time of report, customer had reverted to using manual injections for insulin therapy. A partial pump system check with tandem technical support was performed; no device issues were identified. System check could not be completed as the customer did not have enough insulin in the cartridge. Customer maintained that there was an issue with the pump. Reportedly, tandem clinical diabetes specialist discussed the event with the customer.